Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. Upon further investigation, found defective (uso) upstream occlusion seal was contaminated. This device is passed end of life. All solis model pumps under serial number (B)(6). (>10 years old) are considered ber(beyond economical repair). Replacement unit required.

Event description:
During infusion, an error occurred on the pump. The screen displayed a red alarm, and the user was unable to access the system using the administrator password. Upon inspection, it was observed that the downstream occlusion setting was disabled. The setting was subsequently enabled, and all functional tests were performed. No error could be reproduced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.